Manufacturer narrative:
Customer reported they noted a slight mark on the lens upon receipt but loaded it anyway. The serial number of the lens was provided. (B)(4).

Manufacturer narrative:
Evaluation method: lens work order search & device history review. Results: visual inspection performed showed the only half of the lens was received. Work order search performed showed one other similar complaint was recorded related to the same work order. A device history review was performed and showed that nothing in the manufacturing of the lens could have caused the reported event. It was determined that the most likely root cause to the lens tearing is user error or poor cartridge lubricity. (B)(4).

Event description:
It was reported that the cc4204bf collamer single piece lens had a crack on the haptic upon receipt. Not implanted. Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).